Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Updated with new information. See MFR report number 1038671-2016-00347.

Event description:
On (B)(6) 2016, nine days after the original surgery, the patient dislocated while standing up from a seated position. On (B)(6) 2016, a revision of the left hip components was performed. The cause of instability identified during surgery was impingement of the greater trochanter to bulky allograft from the femoral condyle.